Event description:
The med surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The reporter (pt's daughter) contacted lifescan (lfs) consumer service in 2009 alleging that was unable to test the day before. The csr noted that the pt was testing in the memory mode. The pt reportedly developed hypoglycemic symptoms 1 day after the reported issue began (the date lifescan was contacted at 9 am). Approximately 3 hours after the onset of her symptoms (12:45 pm), the pt's blood glucose was "33 mg/dl "on the emergency medical services (ems) meter. The pt was treated with IV glucose. According to the csr documentation, the reported issue was resolved with training. Replacement products were still sent to the pt. This complaint is being reported because the pt allegedly became hypoglycemic and then rec'd IV glucose treatment from the ems after not being able to test with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.